Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and high impedance. Also, the implantable pulse generator was explanted due to removal difficulty. A new system was implanted at the same procedure. No additional adverse patient effects were reported.